Event description:
It was reported that the 2800 system shut down when fluoroing during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand controller and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.